Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resolved on the day that the modification took place.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of the clinical study reported the system was removed and the incision site was revised due to poor wound closure from a pump placement on (B)(6) 2015. The stimulator and pump were in the same pocket as their catheter. Additionally the patient was no longer using their stimulator. Wound dehiscence and poor wound closure was observed by the physician but there was no sign of infection. Aerobic bacterial culture stain showed no ¿pmn¿s¿ or organisms and the culture showed no growth. The anaerobic culture did not show anaerobes. Additional information on resolution of the poor wound closure and wound dehiscence has been requested; if additional information is received a follow up report will be sent. Patient indication for use is spinal pain and degenerative disc disease. Refer to manufacturer report # 3004209178-2016-03168 for information relating to the pump system.